Manufacturer narrative:
Preliminary analysis results confirmed that the concerned device was manufactured and released according to all applicable standard operating procedures. Review of device manufacturing records did not reveal any anomaly.

Event description:
On (B)(6) 2016, during replacement procedure, the subject ICD was connected to the already implanted leads. The pre-existing rv lead was a single coil lead. The df-1 plug was therefore inserted into the svc port. Reportedly, when the doctor attempted to screw down the plug with the screwdriver, he encountered difficulties while engaging the set screw. Several attempts were made, and the df-1 plug was also removed and re-inserted. A non-sorin torque wrench was also tried. After several minutes trying, it was decided to use another ICD. However, the doctor finally engaged the set screw and was able to screw down the set screw on the svc plug. Since it was felt that the issue was not associated with the set screw itself and the svc plug was now securely fixed as well as the other lead connections, the decision was made to complete the implant procedure. Post-implant, the subject ICD was checked via the programmer with all lead measurements and device function being normal.

Event description:
On (B)(6) 2016, during replacement procedure, the subject ICD was connected to the already implanted leads. The pre-existing rv lead was a single coil lead. The df-1 plug was therefore inserted into the svc port. Reportedly, when the doctor attempted to screw down the plug with the screwdriver, he encountered difficulties while engaging the set screw. Several attempts were made, and the df-1 plug was also removed and re-inserted. A non-sorin torque wrench was also tried. After several minutes trying, it was decided to use another ICD. However, the doctor finally engaged the set screw and was able to screw down the set screw on the svc plug. Since it was felt that the issue was not associated with the set screw itself and the svc plug was now securely fixed as well as the other lead connections, the decision was made to complete the implant procedure. Post-implant, the subject ICD was checked via the programmer with all lead measurements and device function being normal.

Manufacturer narrative:
Review of the available data stored by the device during patient follow-ups did not reveal any irregularity relative to the reported issue.

Event description:
On (B)(6) 2016, during replacement procedure, the subject ICD was connected to the already implanted leads. The pre-existing rv lead was a single coil lead. The df-1 plug was therefore inserted into the svc port. Reportedly, when the doctor attempted to screw down the plug with the screwdriver, he encountered difficulties while engaging the set screw. Several attempts were made, and the df-1 plug was also removed and re-inserted. A non-sorin torque wrench was also tried. After several minutes trying, it was decided to use another ICD. However, the doctor finally engaged the set screw and was able to screw down the set screw on the svc plug. Since it was felt that the issue was not associated with the set screw itself and the svc plug was now securely fixed as well as the other lead connections, the decision was made to complete the implant procedure. Post-implant, the subject ICD was checked via the programmer with all lead measurements and device function being normal.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, during replacement procedure, the subject ICD was connected to the already implanted leads. The pre-existing rv lead was a single coil lead. The df-1 plug was therefore inserted into the svc port. Reportedly, when the doctor attempted to screw down the plug with the screwdriver, he encountered difficulties while engaging the set screw. Several attempts were made, and the df-1 plug was also removed and re-inserted. A non-sorin torque wrench was also tried. After several minutes trying, it was decided to use another ICD. However, the doctor finally engaged the set screw and was able to screw down the set screw on the svc plug. Since it was felt that the issue was not associated with the set screw itself and the svc plug was now securely fixed as well as the other lead connections, the decision was made to complete the implant procedure. Post-implant, the subject ICD was checked via the programmer with all lead measurements and device function being normal.